Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of an odor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts are available for evaluation. There is insufficient information to determine an assignable cause for the reported issue. Asp provided the customer a quote for repair and the customer rejected the quote, opting not to repair the unit. A letter was sent to the customer informing them the unit has an outstanding repair and as such it is out of compliance and currently does not meet manufacturer specifications for operation. The issue will continue to be tracked and trended.